Event description:
The complaint stated that the bed is not working at all.

Manufacturer narrative:
The tech isolated the issue to the power supply circuit board. He replaced the power supply circuit board to repair the bed.